Event description:
Hcp reported patient experienced "uncontrollable pain" approximately 1 month after the pump reservoir was refilled with the same drug concentration of undiluted prialt, and a reported dose of 2.1mcg/day. Date of last refill 2006, symptom onset 10/22/2006, and the patient reported similar experiences following previous reservoir refills. Additional reported symptoms included generalized edema, confusion, and the patient reported feeling like "her lungs were filling up with fulid." Additional information addressing details to the reported event, including interventions, and outcome have been requested of the hcp, but unavailable at the time of this report. A follow up report will be sent when new information is received.